Manufacturer narrative:
Additional mdrs associated with this event: MDR #: 3025141-2013-00012, part number: (B)(4); 3025141-2013-00013, (B)(4); 3025141-2013-00014, (B)(4); 3025141-2013-00015, (B)(4); 3025141-2013-00016, (B)(4); 3025141-2013-00017, (B)(4); 3025141-2013-00019, (B)(4); 3025141-2013-00020, (B)(4); 3025141-2013-00021, (B)(4); 3025141-2013-00022, (B)(4); 3025141-2013-00023, (B)(4); 3025141-2013-00024, (B)(4); 3025141-2013-00025, (B)(4); 3025141-2013-00026, (B)(4).

Event description:
In first surgery, patient underwent orif operation for clavicle fracture, at which time a (B)(4) midshaft plate and 6 3.5mm cortical screws were implanted. One of the screws subsequently broke, necessitating a second surgery. The plate and the screws were replaced with a pl-cl8ll and 3 non-locking and 3 locking 3.5mm cortical screws. After the second surgery, a locking screw broke. A third operation was performed and the hardware was replaced with a new plate and new screws.